Event description:
It was reported that during a laparoscopic cholecystectomy one device had possibly produced scissored clips and then jammed. The event did not change the original intent of the procedure. There was no patient consequence.